Event description:
Customer called lfs alleging that the meter would only prompt "remove strip". And did not have any symptoms. No medical care beyond home treatment was sought. No adverse event or serious injury occurred. The "removed strip" message normally indicates that the test strip was inserted before the meter was ready. Ccr walked customer through troubleshooting, however the issue could not be resolved. The customer would be unable to successfully perform the test sequence and obtain a blood glucose result. Ccr replaced the meter.